Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k06083 and h13k09020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Twelve days prior to the receipt of this report, the home patient (hp) was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for peritonitis was not reported. At the time of this report, the patient was still in the hospital and was recovering from the peritonitis event. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).